Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet bionic pancreas after eating chocolate without a meal announcement, with a highest reported glucose of 399 mg/dl and sustained readings above 180 mg/dl for about 12 hours; the device reportedly issued high glucose alerts, and the user declined a confirmatory fingerstick. Symptoms included no unusual clinical effects and trace ketones. Outcomes included no need for professional medical intervention, no hospitalization, and no assistance beyond kindness. Investigation included complaint intake, user interview, and troubleshooting with education on meal announcements and reliance on the correction algorithm. Investigation of this case revealed user-related use error due to a missed meal announcement with the device functioning as designed, and the correction algorithm was expected to address the elevated glucose. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error.